Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with twiddler's syndrome which was confirmed via x-ray. Subsequently, the right ventricular (rv) and right atrial (ra) lead had "pulled back"/dislodged, exhibited high thresholds and an "inability to sense" which resulted in the patient experiencing an inappropriate therapy. A revision procedure was completed, and both leads were extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.